Event description:
Terminal pt on pain management pump with IV morphine drip pump reprogrammed by caregiver from pca mode and epidural modes, thereby delivering 13 cc/hr instead of 13 mg/hr of morphine 10:1 concentrate (500 mg in 50 cc fluid). Reprogramming done due to pump constantly alarming. IV fluid infused over 4 1/2 hours.